Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was <0.1 miu/ml with a data flag and was reported outside of the laboratory. The sample was repeated twice with one result of 363.5 miu/ml. The other repeat result was around 350 miu/ml. The repeat results were believed to be correct. There was no allegation of an adverse event. The reagent lot number was 24919900. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.